Manufacturer narrative:
There was no sample available for review and no lot number was provided. Without the sample to review, a definite root cause and corrective action cannot be established. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use. Placeholder.

Event description:
Customer stated that they have had many kids lately that have had a cord form after their PICC lines are placed.